Event description:
The user discovered questionable hbsag (hepatitis b surface antigen) results for one patient when a separate sample from the patient was tested on the advia centaur analyzer. Sample 1 was collected on (B)(6) 2010 and was tested on the centaur on (B)(6) 2010 and gave a result of reactive. Hbsag confirmation testing through neutralization was performed and the result was reactive. Sample 2 was collected on (B)(6) 2010 and was tested on the elecsys 2010 on (B)(6) 2010 and the result was 0.464 coi (non-reactive) and was reported as not detected. The test was repeated and the result was confirmed. Sample 1 was tested on the elecsys 2010 on (B)(6) 2010 and the result was 0.498 coi (non-reactive). Sample 2 was tested on the centaur on (B)(6) 2010 and the result was reactive. The initial results for both samples were reported outside the laboratory. The user stated it was unknown if the patient was adversely affected. No corrected reports were issued and the patient was discharged with a diagnosis of (B)(6). The lot number of the hbsag reagent was 15659401. The field service representative could not find a cause and could not replicate the issue. He ran performance and diagnostic testing with all results within specification.

Event description:
The pt fell in july. The pt had pain over the pump area; the pain had been occurring the last couple months and the pump had changed positions. At the pump refill visit in mid-november, the healthcare provider had a hard time finding the refill port and said the "side port was displaced." The pt was scheduled to have a myelogram and CT scan in early december. It ws unk if the fall in july was related to the pump moving. It was noted that the pt never had therapeutic effect; the pt only got pain relief when they were given a bolus. Additional information has been requested. A f/u report will be sent if additional information becomes available.

Manufacturer narrative:
Two samples from the patient were provided by the customer for investigation. The samples were tested on an elecsys 2010 system using hbsag reagent lot 156594 and hbsag ii lot 157131. Both samples were found in both assays to be clearly negative. These sample were also tested by a pcr methodology, results for both samples were negative. All other hepatitis b virus (hbv) parameters were tested and also found to be negative. The negative elecsys result is assumed to be a true negative since pcr as well as other hbv parameters were also negative.